Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of reported PICC kinking is confirmed; however, the exact cause could not be determined from the radiographic images provided. Two radiographic images were provided for evaluation. The first radiographic image appears to show the catheter within a patient. A section of the catheter appears to be partially looped with a possible kink area. The second radiographic image shows the proximal section of the catheter and winged hub. The catheter appears to loop creating a possible kinked area. Based on the description of the reported event and images provided, possible contributing factors include placement location, catheter securement, and manipulation during use. Since the images appears to show kinked sections in the catheter, the complaint is confirmed. A lot history review (lhr) of recz2933 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported the x-ray showed 2 kinks (one in the svc and one in upper arm). The PICC was inserted on (B)(6) 2019 and the x-ray was taken on (B)(6) 2019.